Event description:
The device was being used to treat a patient and reportedly the device displayed what looked like venrticular fibrillation on the monitor screen accompanied by an audible alarm. The patient was conscious and alert. There were no adverse effects to the patient as a result of the reported event. No patient details were reported.